Event description:
It was reported to medtronic neurosurgery that a couple of months after the device was implanted, the patient came back to clinic with a swollen and sore peritoneum and pain in the stomach. It was also reported that the patient has langerhans cell histiocytosis.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. Addition patient information: it was later reported that there was scar tissue around the area of the lp shunt, there was no infection, and the patient is going to be sent to a pediatrician to be tested for allergies.